Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the 17th march 2010 and performed to specification up to the 5th june 2011. On 12th june 2011 the device failed the weekly auto self-test due to a low battery. At this time a notable fluctuation in voltage was observed. On 31st july 2011 the device passed the weekly auto self-test and continued to perform to specification until 9th october 2011. On 16th october 2011 the device failed the weekly auto self-test due to a low battery. The device is manually powered up on 3rd november 2011 passing a self-test. The recorded battery voltage on this occasion had increased by over 1.3v. On 6th january 2013 the device fails the weekly auto self-test due to a low battery. It is noted the temperature was recorded as -3.2 degrees celsius. This is below the recommended operating temperature range. On the 7th january 2013 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly under one minute duration were observed in the device memory between the 31st october 2013 and the 13th january 2015. The pad-pak was removed and re-installed three occasions for periods of up to ten months. Investigation found the reported fault can be attributed to pogo pin failure. The report showed that under load the voltage fluctuations across the pogo pins was reduced enough to potentially cause the low battery fails. Furthermore the investigation was unable to replicate or find any evidence of the reported fault of device switching on automatically. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.